Manufacturer narrative:
(B)(4).

Event description:
The customer reported the internal collar of the tracheostomy tube could not close properly and came out of the cannula when the patient leaned forward. The tube was removed and replaced.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A functional test was performed, the twist lock system worked properly and issues were observed. Information has been added to the database and trends will continue to be monitored.